Event description:
It was reported that the patient presented in hospital, telemetry showed the implantable cardioverter defibrillator (ICD) exhibited failure to sense. Device interrogation revealed the ICD was in backup vvi mode, note on chart revealed that the patient had 2 magnetic resonance imaging (MRI) performed without the device being programmed to MRI mode with no backup defibrillation function on. The device was reprogrammed on (B)(6) 2024. Post restoration, device interrogation revealed the right ventricular (rv) lead exhibited intermittent capture and decrease in r-wave amplitude. Chest x-ray confirmed the lead was dislodged. The lead and device were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave amplitude variation and intermittent capture. The reported events of r-wave amplitude variation and intermittent capture were not confirmed. As received, a complete lead was returned in two pieces with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the inner coil, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.